Manufacturer narrative:
The multi-function cable was received at zoll medical, united states for evaluation. The customer's report could not be replicated or confirmed. The multi-function cable was scrapped. The customer received a replacement multi-function cable as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the reported malfunction. The device passed the final test procedure, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.